Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas to inquire about the delivery of a replacement pump, as the patient has no back up plan. During the conversation, the reporter noted that the patient had been hospitalized in the past with diabetic ketoacidosis (dka). No date or details were provided. This report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the dka.